Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: it started buzzing like it was activated. No staff were activating the wand. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be inadequate suction due to the detachment of the suction tubing, partial clogging, inadequate hospital suction, leak, bad connection to hospital suction line, fluid irrigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.